Event description:
A loss of therapeutic effect regarding stimulation was reported. The event occurred after the patient got up off of a couch and "felt something pull." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).